Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during sicd implant procedure there was an attempt to perform a manual 10 j shock. The device did not initially deliver the shock so the attempt was aborted but then the patient received a shock. Another attempt was provided and there were no additional issues. Our technical services discussed that it was uncommon to see the message and there should have been a second message but there was not. Discussed that it was likely telemetry challenges. Device remain in service. No adverse events.